Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient had an infection at the ipg site. The patient bumped the site and there was puss that came out. The ipg was explanted on (B)(6) 2019. The infection is resolved.